Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for the call was the patient reported that after they got an MRI because of a car accident, the ins site hurts and feels like burning. Patient also stated that when they touch the ins on their back it feels soft. Agent redirected the patient to hcp for further assistance. Agent also sent a list of physicians to patient's email. Additional information was received from patient regarding an external device. The reason for call was patient reported that the ins was not recharging. Agent was not able troubleshoot because of the other issues with their ins. Agent redirected to hcp and call back once the ins issue was resolved for troubleshooting.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.